Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro switch was cleaned. The system was tested and found to be operating as intended. The malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that, after releasing the fluoro button, the fluoro continued briefly. There is no report of patient injury associated with this event.